Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Errors reflect a kernal reverting to the golden image causing the system to not be operational for surgery. Fse confirmed it was the simc kernal and reprogrammed the system to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the system powered on with an error 311. The reporter verified all components were connected properly and power cycled the system. The error 311 populated. The procedure was aborted.

Manufacturer narrative:
Updated annex codes: c, d. An investigation was completed to determine the cause of the adverse event. A review of the site¿s system logs confirm the error pointing to the node issue.

Event description:
Refer to h11 for follow-up information.